Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s daughter sought guidance on placing limited access on the ilet after the user accidentally entered three meal announcements while receiving treatment for a low blood glucose of 42 mg/dl, which resulted in unintended device use actions. Symptoms included hypoglycemia with sweating, hot flashes/flushes, and confusion or disorientation, accompanied by nonverbal behavior and spacing out. Outcomes included an unexpected medical intervention where oral glucose and food were administered, with the overall impact characterized as a minor illness or impairment. Investigation included communication with the customer and analysis of information provided by the caregiver. Investigation of this case revealed no device problem and characterized the event as a use-of-device problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user interaction.